Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that r-waves is now 3.2mv and at last check it was >3.8mv compared to (B)(6) 2010 when it was 16.9mv. It is unknown if any intervention occurred. The lead remains in use. No patient complications have been reported as a result of this event.